Event description:
Ous MDR - elevated threshold values were reported during a follow up on 3. August 2017. Impedance and sensing values were stable. The lead was explanted and replaced.

Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was examined visually, electrically, and mechanically. During this inspection, no deviations from the technical specifications were found that could be related to the clinical complaint. The lead proved to be as conforming to specifications and free of defects. Especially the measurement values of the electrical analysis were within the technical specification. No irregularities could be detected during the performed screw tests. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.